Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction was resolved, and the customer was informed to continue using the pump and to call back if any further issues arose.